Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device housing was deformed/bent, the bearings were worn, there was component damage, and the moving parts do not move smoothly. It was further determined that the device failed pretest for general condition and check of free movement. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. Concomitant medical devices and therapy date: battery handpiece device, (B)(6) 2020. UDI: (B)(4).

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that the battery handpiece device engine overheated while being used with a sagittal saw attachment device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.